Event description:
The device was implanted on 8/27/96 for subclavian infusion of demerol and valium. On 9/5/96, the facility i.v. Team supervisor contacted the MFR sales representative and reported that the pt had started to receive post oeprative therapy. Several hours after therapy was started, it was noted that infiltration was occurring in the neck region above the device; however, not until large amounts of drug had been infused. A MFR's infusion set (possibly the one included with device) was sent with the pt and was used to access the device. The device infusion set "wings" had not been taped down and an occlusive dosage was in place.

Manufacturer narrative:
On 11/22/96, the MFR contacted the facility's i.v. Team supervisor to obtain follow up information concerning this patient/device. The i.v. Team supervisor reported that the device has since been accessed and no further difficulties are being experienced. In addition, the i.v. Team supervisor stated that this event had occurred due to the needle pulling out of the device septum during the infusion procedure. The device is performing as intend and will remain implanted for continued use in the patient's therapy regimen. Based on this information, this event does not appear to have been related to a device malfunction or failure. No further details are available. The MFR is now closing its file on this event.